Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had broken out in a rash both under the lifevest and on other parts of the skin not under the lifevest. The irritation was described as red and itchy. The patient reported that their doctor believed that the patient may have been having an allergic reaction to another medication they were taking. The patient reported they went to a hospital and was given benadryl and a shot to address the rash. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.